Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Exact date of event is unknown.

Event description:
It was reported that the patient's lead had fractured. Surgical intervention on (B)(6) 2023 during which the system was explanted and replaced to address the issue.